Event description:
Information received by medtronic indicated that reservoir had leaked at snap cap or septum or o ring. There were no cracks and splits in the barrel. No harm requiring medical intervention was reported. The device will be returned for analysis.

Manufacturer narrative:
(B)(4). Evaluated 2 open/used reservoirs. Performed a visual inspection using dop114-811doc appendix e; and found snap-caps detached from reservoir¿s barrel and found snap-caps and septum¿s attached to transfer guards. Conclusion: unable to pre-fill and confirm leakage anomaly.